Manufacturer narrative:
The reported event is confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted a large piece of flash extending outwards from the shaft of the catheter. This is out of specification, which states, "no flash is allowed on the catheter". The catheter (B)(4) was received in (B)(4) packaging. Received confirmation from ibc that the correct sample was sent for evaluation. A potential root cause for this failure could be tooling wear. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warnings: method for use: do not inflate the balloon in the urethra. [The urethra may be injured. Do not pull the catheter hard. [The bladder/urethra may be injured. Applicable patients. ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients. Patients with known allergy to silver coated catheter. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that a foreign material like a transparent tape was adhered 10cm from  the tip of the catheter. Stated that this was found when the user opened the package and refrained from using that.